Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer's wife states that her husband feels well and that no medical attention is needed. The customer's expected blood results are 100mg/dl and 150mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 208 mg/dl on (B)(6) 2015 at 3:30 am and 201 mg/dl on (B)(6) 2015 at 3:25 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer's wife states that her husband feels well and that no medical attention is needed. The customer's expected blood results are 100mg/dl and 150mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.